Manufacturer narrative:
(B)(4). The customer reported that during testing, the unit gave a no shock delivered message. There was no pt involvement. The device was evaluated at philips. The reported symptom was recreated/confirmed. Replacement of the power pca resolved the reported symptom. The device passed all testing and was returned to the customer.

Event description:
The customer reported that during testing, the unit gave a no shock delivered message. There was no pt involvement.